Manufacturer narrative:
The investigation into the reported product damage was completed. The device was returned for evaluation. Visual inspection of the catheter was performed, and a hole was found at the 35-centimeter mark. Based on the available, the root cause of the hole was likely indicative of a needle stick as a result of improper technique. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 58-year-old male patient implanted with the impella 5.5 for mechanical circulatory support developed a hole in the catheter. After the device was inserted, blood was observed to be leaking from the red plug. There were no signs of puncture on anterior part of the catheter, and no blood visible in the sterile sleeve. The pump was subsequently removed. There was no reported harm to the patient.